Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: there were no unexplained pump reboot events observed in the pump's black box data. The allegation of power reboot events were not duplicated during the investigation. The pump was run on a 24 hour basal program with no intermittent power/reboot occurrences. The pump was opened and an inspection was performed on the power circuit with no defects found. No moisture was found internally. The battery compartment was found to be cracked. The battery compartment threads were damaged. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittnet power issue and the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.